Event description:
A break in the retention dome. The dome was separated from the adhesion area.

Manufacturer narrative:
The complaint of the retention dome detaching during traction removal (separation of the dome and feeding tube) is confirmed. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. A chr review is not possible, as no manufacturing lot number info has been provided by the complainant.